Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the consumer reported a break in aseptic technique described as the patient did not clean the area before starting pd and did not wear a mask. Since the lot number is unknown, no batch review will be performed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A sample was not requested because the event involved use error and there was no allegation against the device. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient from the (B)(6) had a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. On an unreported date approximately six months prior to this report, the patient began treatment with dianeal pd2, 1.5% therapy, intraperitoneally (ip), for peritoneal dialysis (pd). On an unreported date, the patient temporarily discontinued pd therapy (details not provided). On an unreported date, a break in aseptic technique occurred, which was further described as the patient did not clean the area before starting pd and did not wear a mask. The patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with amikacin (12.5 mg per liter, route and frequency not reported), for the peritonitis. Additional information was requested but is not available.